Manufacturer narrative:
The insulin pump passed functional tests. The insulin pump was unable to pass the prime test due to faulty force sensor relay. The insulin pump was received with minor scratched liquid crystal display window, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube window.

Event description:
Customer reports to have high blood glucose of 424 mg/dl, which was treated with manual injection. Troubleshooting was performed on insulin pump to determine reason for high blood glucose.troubleshooting could not continue as customer did not have tubing clamp. Customer will call back to continue troubleshooting. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).